Manufacturer narrative:
(B)(4). The device was manufactured january 13, 2015 ¿ january 14, 2015. The device was received for evaluation. Visual inspection did not identify any defects with the device. Close visual inspection through a microscope identified microscopic air bubbles inside the flow restrictor. The reported condition was verified. The cause of the air bubbles was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor had no flow. There was no patient injury or medical intervention associated with this event. No additional information is available.